Event description:
It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation indicated for a case of atrial flutter (af). Prior to procedure, the physician mentioned that the tip of the needle was found to be bent and detached from the shaft upon removal from the packaging. A new device was opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The fields b5 (describe event or problem) and b7 (other relevant history) were updated. Thus, this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a pulmonary vein isolation indicated for a case of atrial fibrillation (a fib). Prior to procedure, the physician mentioned that the tip of the needle was found to be bent and detached from the shaft upon removal from the packaging. A new device was opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return as it was disposed of at the facility.